Event description:
Reporter stated that pt obtained a blood glucose result of 202 mg/dl, while using the suspect device. Reporter indicated that, 5 minutes later, pt's blood glucose was retested on a pharmacist's device with a result of 103 mg/dl. Reporter noted that pt did not take any action based on the value obtained on the suspect device. No pt injury was reported and no treatment was received. While on the line with technical support, quality control testing was performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.